Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr. Qc 2: 3.5 inr. Qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot: 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged that an inr result from the coaguchek xs meter with serial number (B)(4) was incorrect and caused a fall and a stroke. The customer tested on the device on (B)(6) 2019 with a result of 2.9 inr. No changes were made to the customer's warfarin dose. This result was within the customer's therapeutic range of 2.5 - 3.5 inr. On (B)(6) 2019 the customer fell and hit her head with subsequent bleeding. The customer was taken to the hospital where an MRI confirmed she had a stroke. The customer was admitted to the hospital and discharged on (B)(6) 2019. No inr result from the day of the event ((B)(6) 2019) was provided. In the hospital, the customer was treated with lovenox and her warfarin dose was increased. While in the hospital the customer stated her laboratory result on (B)(6) 2019 was "2.0.7" inr and her laboratory result on (B)(6) 2019 was "2.1.8" inr. On (B)(6) 2019 the customer had a laboratory result of 2.9 inr. Upon discharge she was advised to stop taking baby aspirin and begin taking clopidogrel. The customer's clinical symptoms from the day of the event were not provided. It is not known what type of stroke the customer had. The customer has a medical history of vertigo. It is not known if the fall was related to the stroke or from vertigo.